Event description:
This supplemental report is being filed to include a conclusion code update.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedances ranging from 121-127 ohms. It was also observed that this patient heard beeping tones , however this is expected behavior due to the alert of out of range impedances being programmed on. Technical services discussed programming options or to perform a commanded shock. This ICD and rv lead remains in service.